Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of a swan-ganz cco catheter, continuous cardiac output value became higher than expected. The displayed value was 8.0 l over min whereas the expected value was 4.0 l over min. A replacement of the cable, rebooting the monitor, and replacement of the monitor were done as a troubleshooting. It is unknown whether there were any abnormalities including occlusion, leakage, and kink in the device. Recorded data was not available. Alert and fault message was not confirmed. Additional treatment was not given to the patient based on the incorrect value. Because the issue was not solved, the catheter was replaced with a new one. Patient demographic information was requested but unavailable. There were no patient complications reported. Date of event is unknown.

Manufacturer narrative:
Lot number was identified from the eeprom data and the device history record review was able to be completed. Device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The reported event of cco measurement issue was not able to be confirmed during evaluation. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is plus minus 0.3 c per hemosphere manual. The catheter ran cco in 37.0 c water bath on hemosphere monitor for 5 mins. Without error. Thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistence was observed on eeprom data. Resistance value of thermal filament circuit was measured 38.92 ohms, which was in specification per drawing (B)(6) rev w. Specification is 37.26 plus minus 3.64 ohms. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. An indentation was observed at 5.5 cm proximal from catheter tip. No other visible damage or inconsistency was observed from catheter body or balloon. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 mins. Without leakage. Further evaluation regarding supplier related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.